Manufacturer narrative:
Evaluation results: one cadd legacy plus was returned for investigation in used condition. No physical damaged was found on the device. The investigator was unable to download the event log due to error code 1260. The customer reported product problem (error code 1260) was replicated. The main board was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump gave error code 1260. There was no patient involvement. The product problem occured during testing.